Event description:
It was reported that the device was replaced due to normal end of service (eos). When the device was explanted there was a ¿white coating¿ that had solidified over the device. The device had been in eight years and there was no infection at any point. Hospital pathology analyzed the device and ¿did not get anything out of the substance.¿ two weeks later it was reported that there was no patient death related to the event and the patient recovered without sequela. It was noted by the patient that this did not occur with his previous implants.

Manufacturer narrative:
Analysis of neurostimulator model 7425, serial # (B)(4), showed no significant anomalies was determined to be at normal end-of-life (eol) status. There was white foreign material on the connector block portion of the device which, when analyzed (sem-spectral analysis), showed varying amounts of calcium, phosphorus, oxygen, carbon, sodium, magnesium, and chlorine. It was noted that it appeared that the parylene coating on the device was ¿attacked¿ by the patient¿s body and calcification products were deposited.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3587a, lot# l35161, implanted: (B)(6) 1995, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the white substance was in the "pouch surrounding the battery and there was white substance caked onto the outer stainless steel battery." The patient stated that the device was sent to pathology and he wanted the "old battery back but he never heard back from anyone to identify the substance." The patient noted that his healthcare provider (hcp) had not gotten anything back either.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.